Event description:
Initial reporter indicated to a manufacture consultant that their patient was experiencing postoperative bradycardia. The patient had a battery change 2008. The bradycardia developed five months later. They sent the patient home with a holter monitor the following month. They turned vns off before in the same month, and she was still experiencing bradycardia. She had no pre-existing cardiac issues. Her seizures have increase to pre-vns baseline since the device was turned off, so they have adjusted her medications. The treating physician believes that there is a direct correlation between vns and the bradycardia even though the device is off. The patient's max heart rate was 55-60 bpm and is now 44 bpm. The bradycardia is only experienced at night (during sleep). At this time, there are no plans for explant or to turn the device back on.